Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-08069. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was explanted and replaced due to suspected premature eol. The patients condition was good following the procedure.